Manufacturer narrative:
The service engineer (se) inspected the device, reviewed the logs and verified the reported issue. The se found a leak, delivery pressure solenoid (psol) stuck open error code. The se replaced the psol. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If the replaced part is returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient a 980 ventilator activated backup ventilation. The patient was removed from the vent ilator and placed on an alternate ventilator with no harm or injury.